Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer changed the cartridge, infusion tubing and site. The customer removed the pump at the infusion set site. The customer's blood glucose (bg) level was 500 mg/dl and insulin injections were used to address the bg level. During troubleshooting with tandem technical support, the current supplies on the pump were found to be functioning as expected. The customer removed the cannula and no damage was noted. The customer inserted a new infusion set site and resumed insulin delivery.